Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and that the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: a review of the pump¿s black box data revealed no pump reboots. The battery compartment was cracked. The returned battery cap had damaged threads, and was unable to secure onto the pump. The returned battery cap was unable to maintain an electrical connection with the pump. The pump reboots were duplicated with the returned battery cap, and a test cap was used to complete the investigation. The pump was exercised for 24 hours with the test battery cap, with no power interruptions or duplicated alarms. Unrelated to the initial complaint, the keypad cover was peeling. All of the keypad buttons were normally responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. Also unrelated, the display screen was dim and discolored. (B)(4).